Event description:
It was alleged by the customer that the bed reportedly caught fire due to the powercord. She further stated that the user facility is aware of abuse conditions to the powercord from nurses moving the beds without unplugging the beds from the wall first. No adverse consequences were reported.

Manufacturer narrative:
Originally reported to stryker during visit to the facility on (B) (6) 2010. User facility medwatch received 3/17/2010. Originally reported that a fire was caused as a result of the bed's power cord. Through further investigation, it was determined that a fire did not occur with this product. Investigation by user facility and mfg found charring near the inlet filter due to beds being moved prior to being unplugged from the wall. The product was operating to specification. Parts were replaced as a precaution and the unit was returned to service. No adverse event occurred.